Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a small amount of thrombus in the outflow graft could not be confirmed through this evaluation as no computed tomography (CT) images were submitted for review and the device remains in use. The patient remains ongoing on heartmate ii lvas with no further issues reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU, "introduction", lists device thrombosis as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Section 6, "patient care and management", outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of the thrombus was unknown. The thrombus was not treated and the patient was planned to follow up as outpatient.

Manufacturer narrative:
Related report MFR number: 2916596-2023-03031. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Event summary: it was reported that the patient was readmitted 20apr2023-21apr2023 for lvad alarms. CT of the chest/abdomen/pelvis showed a "small" amount of thrombus in the outflow cannula. Controller changed. No documentation of alarms after (B)(6) 2023.